Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lead was noted to be dislodged out of the coronary sinus and twisted into a ball. The patient suffered from twiddler's syndrome. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.